Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a slightly loose drive support disk. The pump also had minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported that the motor was pushing out a black plastic piece from the end of the insulin pump. Customer also noticed that the drive support cap was sticking out. Customer mentioned that they pushed the drive support cap back in the past. No further information reported.